Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that for forceps elevator wire, a cause could not be established and for scratch on acoustic lens and glue cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, ultrasound gastrovideoscope exhibited foreign objects in forceps elevator wire and had scratches on the glue layer of the acoustic lens. There was no patient involvement